Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient's medication was not showing on one station, and the nurses were unable to pull medication for the patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.